Event description:
After preventive maintenance service of the device, the manufacturers service engineer reported the internal battery was failing. The device was not in use. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if use. The service engineer replaced the battery to address the finding. Final check was completed with no fault reported.